Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, plaque disruption occurred. The index procedure treated one 2.5x30mm, 85% stenosed target lesion in the proximal lad (left anterior descending). The target lesion was noted to be a type c "high risk" lesion for intervention. Treatment consisted of predilation with a 2.5x15mm apex monorail balloon at 14atm for 45s, deployment of a 2.5x38mm study stent at 16atm for 35s, and post dilation with a 3.0x20mm quantum maverick balloon for 20s at 12atm, 13s at 17atm, 10s at 17atm, and 17s at 18atm. Chest pain was noted following inflation of the apex balloon. The site reported that the apex balloon caused a plaque disruption in the mid lad noted post ivus (intravascular ultrasound) resulting in an occlusive complication followed by deployment of a bailout 2.5x20mm study stent at 16atm for 36s and 16atm for 10s resulting in 0% residual stenosis. The event was reported to be resolved without residual effects and the pt was discharged the next day on asa and plavix.